Event description:
It was reported that the high flow trauma tip with soft cone splash shield was being used in a procedure with a surgilav handpiece when it lost function. The procedure was delayed 30 minutes and was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
(B)(4): device not returned.